Manufacturer narrative:
The technician investigated and found the aftermarket mattresses used by the facility were too wide for the beds and interfered with the siderail operation. The technician also found the latch mechanisms were due for preventive maintenance.

Event description:
Alleged the siderails will not latch consistently on their beds.